Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported that they were charging their implantable neurostimulator (ins) too much. They were scheduled to have their ins replaced on (B)(6) 2015. The device was being replaced because it was not holding a charge for longer than 1.5 to 2 days since (B)(6) 2015. The patient first started noticing in (B)(6) 2015 that the ins was only holding a charge for 4 days. The patient saw their doctor in (B)(6) and had charged the day before the meeting. At the appointment it was noticed that the battery charge was dead. It was also taking the patient longer to recharge. The patient was only getting half a charge in the same amount of time it had taken to get a full charge if they had laid down charging. The patient did not mind laying down and charging because it gave them some pain relief. The device did help the patient's pain. The ins charge was dead on the morning of the report and it caused the patient to be in extreme pain. The patient had been in pain for a couple of days prior to the report. The patient had changes made in their programming in (B)(6) 2015 but it was noted that the device settings were at the lowest they had been since (B)(6). The patient was scheduled for a battery replacement on (B)(6) 2015. It was noted that the device was at about the end of life. The patient was doing well at the time of the report. The patient was indicated for failed back syndrome. No cause was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.